Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported that the rn was called to the room by the patient to inform the rn that the chemotherapy IV tubing was leaking. Upon assessment, the rn found a small hole in the tubing between the pump and the patient. Chemotherapy was noted to have leaked onto the floor, but did not leak onto the patient or the patient's bed. There was no report of patient harm.